Manufacturer narrative:
During processing of this complaint, patient weight was not requested due to patient declining to further contact. Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was diagnosed with infection at the ipg site. Patient was hospitalized, surgical intervention occurred during which ipg was explanted, and patient was prescribed antibiotics to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.